Manufacturer narrative:
The reported events were noise, high voltage impedance and high defib impedance were confirmed. As received, a partial lead (only distal portion) was returned in one piece. Visual examination found an external insulation abrasion breaching the right ventricular cable lumen and inner coil lumen between the shock coils. The cause of the reported events was due to the abraded right ventricular cables and all filars of the inner coil consistent with friction to another device.

Event description:
It was reported that the patient's right ventricular lead's conductor was fractured. The lead exhibited noise and out of range high voltage impedance. As a result, an inappropriate shock was delivered, and high voltage therapies were disabled. The lead was explanted and replaced. There were no patient consequences.